Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as on the data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The hm data returned for analysis were analysed. The episode list documents a single episode in (B)(6) 2007. Except the induction test in (B)(6) 2007, no further episodes were documented in the available data. In particular, no iegms were returned for analysis which could confirm the clinical observation. The inappropriate shock due to oversensing could not be confirmed. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 45 months oversensing with an inappropriate shock was reported. The lead was explanted, but was not returned for analysis. No other adverse pt side effects have been reported.